Manufacturer narrative:
The actual device was not available; however, a photograph of one of the samples was provided for evaluation. Visual inspection was performed on the photograph and the septum of the sample was inverted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Further clarification was made with the initial reporter and it was found that the four (4) products were used with a power injector. This product is not designed for use with power injector. The cause of the condition was determined to be off label use. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) interlink system injection sites had the rubber bung dislodged and turned ninety (90) degrees creating an opening issue, specifically under pressure; unknown material sprayed out. This was observed during patient use. The devices were used with an unspecified power injector. There was no patient injury or medical intervention associated with this event. No additional information is available.